Event description:
It was reported that there was an anastomotic leakage about 7 days after radical surgery for esophageal carcinoma, two anastomotic fistulas were observed during gastroscopy. One was 25 ¿ 30 cm from the incisors and the other was 35 cm from the incisors.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what was the approach for the esophagectomy? What was the site of the lesion? Where was the resection? What was the anastomotic technique used? Did the patient receive any pre-op chemotherapy or radiation? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Where was the leak? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/1/2022 what was the approach for the esophagectomy? ¿¿ all answers above are unobtainable. Once there is any update, we will update the information.